Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: ·the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported the physician performed an uneventful novasure endometrial ablation (exact date unknown) and the patient was discharged home. "The patient returned 36hrs post-procedure with fever to 103°f and severe abdominal tenderness. Ultrasound and CT-scan were both negative for collections or evidence of bowel injury. She was started on intravenous antibiotics for presumed bacterial sepsis. Although she had hypotensive episodes, no pressor agents were required. Her blood cultures were ultimately positive for escherichia coli. She responded to antibiotics and was discharged home" after a week.